Event description:
It was reported that after dinner the user experienced hyperglycemia followed by overnight hypoglycemia, and they believed the ilet delivered insulin that led to low glucose; the user treated lows with oral glucose and received troubleshooting and education on meal announcement and system adaptation. Symptoms included low glucose and high glucose. Outcomes included no medical intervention, no ketone testing, and self-treatment with oral carbohydrates. Investigation included user interview, case review, and education-based troubleshooting. Investigation of this case revealed the cause of the hypoglycemia and hyperglycemia was unclear. It was concluded that the event involved both hypoglycemia and hyperglycemia with unclear cause, and user education was provided.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.